Manufacturer narrative:
Per the information obtained from investigation and device evaluation, it was found that 95ftlb was very loose and hence the table easily moved when rotation safety switch was turned off and 180 degree lock lever indicator was illuminated. The on/off switch was missing splash cover, power on indicator had damaged cover, and steer caster had been replaced with a brake caster, which was very loose. The investigation also found that this table was not properly maintained and/or serviced by the hospital as per manufacturer's recommended practices since its install in 2017. The findings are thus identified as maintenance issues that were improperly/not addressed by the user as recommended in the instructions for use. A repair in-service was completed by the manufacturer on (B)(6) 2024 that fixed the above-mentioned issues. The table was deemed safe for use by the service engineer.

Event description:
When the table was told to tilt, it tilted in the opposite direction, full tilt,

Event description:
When the table was told to tilt, it tilted in the opposite direction, full tilt,